Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, xerostomia, smoker, immediate implantation, bone resorption, peri-implantitis, infection, mobility.